Event description:
An aq2003v model lens was being advanced in the cartridge, the front haptic caught and was damaged prior to insertion. There was no patient contact or injury. It is unknown if the product malfunctioned.